Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 3.6. Pt self tester has been on coumadin for several years due to atrial fibrillation. Had knee surgery in (B)(6) and experienced acute hemorrhagic anemia at that time; no recent hct available. Pt had taken painkillers after surgery, but was off them for a few days prior to tests. Nurse had difficulty obtaining sufficient sample at first, but warmed pt's hands and was able to get enough for testing.